Event description:
On 02/23/2024, it was reported by a sales representative via phone that an ar-8724v-20 low profile va locking screw went through the plate, and (3) ar-8724v-18 low profile va locking screws would not lock into the plate. This occurred during a distal radius procedure on (B)(6) 2024, where the plate was still used in the case however, a screw was not placed in the area where the ar-8724v-20 went through. The case was completed using screws from a mini frag set. There was no harm to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, improper bone preparation, or misalignment of the insertion. The complaint allegation was confirmed based on the customer's attached pictures where the screws were displayed.